Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 98 mm in diameter abdominal aortic aneurysm. It was reported that a CT, conducted approximately one year post index procedure, revealed that the aneurysm had enlarged to 102 mm and that there was an unknown endoleak. Per the physician, the cause of the event was due to the patient anatomy of a short proximal aortic neck as well as proximal aortic neck dilation. No clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Film evaluation results are: a review of CT¿s revealed that another mfg¿s stent graft was implanted in the patient. The stent graft was positioned from just below the renals, extending bilaterally into the common iliac arteries. The infrarenal neck angulation was ~70 deg a-p; relative to the iliac limbs. The stent graft was patent. The max diameter aaa measured ~9.3cm a-p x 8.6cm l-r and no obvious endoleak or other issue was observed. Review of CT¿s 1 year post-implant revealed that an endurant stent graft system had been implanted within the other manufacturer¿s device. The bifurcate was positioned just below the renal arteries, and extended distally into the right common iliac artery. The contra limb was positioned within the left common iliac. The proximal stent graft od was 29mm, and the infrarenal neck was acutely angulated ~75 deg a-p; relative to the iliac limbs. The max diameter aaa measured 9.7cm max (a-p) x 8.9cm (l-r). No obvious endoleak was seen outside the stent graft, and the aortic body and limbs were patent. No stent graft issues were observed. The cause of the aneurysm enlargement could not be determined from the films provided. Although no endoleak was visible, it is possible that there is a marginal proximal seal caused by disease progression and the angulated proximal neck.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.